Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent breast augmentation with a 450cc mentor memorygel breast implant on the left and a 400cc mentor memorygel breast implant on the right, experienced left side rupture and bilateral capsular contracture baker grade unknown post-operatively. As a result, the patient was scheduled for implant explantation on (B)(6) 2019. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient will only undergo removal and no replacement. On 5/13/2019, a manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).